Event description:
The pt was implanted with a left ventricular assist device. A device tracking form was received, which indicated that the pt expired on (B)(6) 2014 due to multi system organ failure.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.